Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. The shock impedance from the delivered shock was high and out of range. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.